Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, implant coil was found already detached from the pushwire. The implant coil was found stretched on the proximal end with the polypropylene filament broken. The axium pushwire was found to be broken on its proximal end which contains the tack weld replacement (twr) crimp was not returned. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The pushwire was found to be bent at the proximal end within the introducer sheath. The distal end of the pushwire was found bent at the proximal end. Under the microscope, the coin was not located against the lumen stop and the coil shield was found to be stretched. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the reported information and analysis we are unable to definitively determine the cause of premature-detachment. It is possible that the implant coil detached subsequent to the coil stretching due the reported resistance, or due to the break in the pushwire with the release wire pulled back. The axium coil instructions for use (IFU) issues the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." *note: per the axium coil instructions for use (IFU): in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that this coil was prematurely detached during coiling treatment of a subclavian artery aneurysm. It was reported that during deployment the physician felt great resistance. The physician attempted several time to adjust the coil but it was hard to push the coil forward. The coil was found prematurely detached and was removed from patient successfully. No patient injury was reported a result of the procedure.